Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that her blood glucose was in the 400 mg/dl range. The patient has been talking to her endocrinologist about her high blood glucose and she declined troubleshooting. However, troubleshooting occurred for her failed battery test alarm. The customer changed the battery and the device did not alarm. The battery compartment was cracked. The insulin pump was returned and replaced for the physical damage.

Manufacturer narrative:
The insulin pump was received with currents in specification. No unexpected failed battery test, battery out limit or weak battery alarm. The insulin pump passed rewind test, basic occlusion, occlusion, prime, excessive no delivery test and displacement test. The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, reservoir tube cracked and cracked lcd window.